Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was in the 300's (mg/dl) which was addressed by delivering a bolus and using lantus. Reportedly, the cartridge and pump supplies were changed to address the issue and insulin delivery was resumed.